Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratches on the reservoir tube window, cracked reservoir tube, cracked belt clip slot and cracked battery tube threads.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer stated that when she gets to the fill tubing part, she receives a motor error alarm. Customer's blood glucose level was 120 mg/dl. Customer does not use the sensor feature on the pump. Customer stated that they are unable to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to retrieve their settings. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. No additional information provided.